Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other two perclose proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that an arteriotomy closure of the mildly calcified common femoral artery was attempted using three proglide devices with a 6f sheath after a peripheral angiogram interventional procedure. Initial flushing of the marker lumen prior to use was successful. Reportedly, no pulsatile blood flow was observed from the marker lumen when the first proglide device was advanced in the artery. The suture of a second proglide device was deployed; however, when the plunger was removed the entire suture came out. A third proglide device was attempted but no suture was found when the plunger was removed, a cuff miss occurred. A fourth proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.